Manufacturer narrative:
Additional information was received indicating there is no information on patient involvement, but that the pump settings were being reset to factory default with turned on. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was worn and the lcd lens was scratched. Functional testing duplicated the reported issue, the date kept slipping and the event history log was missing data. The investigation determined that a faulty printed wire assembly (pwa) board was the cause of the reported issue. The pwa board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the internal battery will not charge, and the pump data continuously keeps getting lost. Patient involvement is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown, h3: device has not been returned to manufacturer.